Manufacturer narrative:
Concomitant medical products : product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an evaluation trial consumer regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that during a trial their leads became dislodged. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.